Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The ventilator's flow sensor assembly was replaced due to water ingress. Conclusions: the ventilator was repaired but not returned to the customer, pending customer approval of the estimate.